Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial/lot #: (B)(4), ubd: (B)(4) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient trialing a neurostimulator. It was reported that during the trial procedure, impedance testing was performed and an open circuit with most electrodes was found. The doctor tried to remove the lead and implant again, but the test result was still the same. The doctor then tried to implant an extra lead and the impedance of all electrodes was normal. It was noted that there were no specific external contributing factors that led to this event. There is no problem related to patient. The problem occurred during impedance test. There was no injury. The lead was removed immediately and an extra lead was implanted during the procedure. The issue was resolved. No symptoms were reported and the patient was alive.

Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.